Event description:
Per the customer during a procedure the device showed inaccurate positioning of navigated trackers. The device was not able to be successfully recalibrated and use of the navigated device was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer during a procedure the device showed inaccurate positioning of navigated trackers. The device was not able to be successfully recalibrated and use of the navigated device was aborted. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation.